Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set tubing luer-lock became disconnected from the cartridge pigtail in the middle of the night. The customer's blood glucose (bg) level was 400 mg/dl and a bolus was delivered via the pump to address the bg level. Tandem technical support advised the customer to tighten the connection throughout the day and to try sleeping with the pump in a different location. The customer acknowledged.